Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition to this, the adhesive patches (clear and/or white) can cause skin allergic reaction or skin irritation, which is also a known anticipated adverse effect. The sensor was inserted on (B)(6) 2025. The user reported break out skin, rash and redness caused by the clear adhesive patches. The symptoms first appeared on (B)(6) 2025. The user's hcp was aware of the event and prescribed betamethasone dipropionate .05% ointment. As per dms,user is currently using the system with up to date information.this incident does not require any further investigation.

Event description:
On 17 april 2025, senseonics was made aware of an incident user reported break out skin, rash and redness caused by the clear adhesive patches. The symptoms first appeared on (B)(6) 2025. The user's hcp was aware of the event and prescribed betamethasone dipropionate .05% ointment. As per dms,user is currently using the system with up to date information.

Manufacturer narrative:
B4. Date of this report 31 may 2025. G3. Date received by the manufacturer? 31 may 2025. H6. Component code updated to 3194. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 22.